Event description:
It was reported the glue/resin of the wand began to detach from the starvac 90 icw intra-operatively. There was no indication any device fragments fell into the surgical site. The procedure was completed with no further complications.